Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the battery compartment was cracked and the returned battery cap had stripped threads. The display screen had missing pixel lines; a test display was used and was fully functional and clear. Unrelated to these issues, the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap had stripped threads. It was also revealed that the display had missing lines. This report is made based on results of investigation completed on 10/03/2016.